Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons failed.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (defective response button) was confirmed. Upon investigation, the response buttons did not function properly. The cause of the non-functioning response buttons was due to a defective switch on the rear response button. The root cause for the defective switch on the rear response button was not able to be identified but was likely due to excessive force. No adverse event resulted from the defective response button.